Event description:
During a facility eval of new devices, a report was received that a pt's rhythm displayed as a dashed line on the screen during a code. A backup device was immediately called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.